Event description:
The customer reported that the sys displayed a checksum error message and would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sram (random access memory) and the u20 chip were replaced and the sys software was reloaded. The sys was then found to be operating as intended.